Event description:
It was reported the programmer froze during a threshold test and had to reboot twice to restart during implant procedure. It was also reported following the ventricular threshold test the analyzer pen was held on the 10 volt icon to test for diaphragmatic pacing and it was then noticed that the screen appeared to be frozen. The screen was attempted to be closed but everything on the screen was frozen. The programmer was turned off using the switch at the back. The patient continued to be paced at 90 pulses per minute (ppm). When the programmer was turned back on and was restarted the screen was still frozen. The programmer was turned off once more and then turned back on. This time it was fine and the implant was finished. It was noted the programmer continued to pace the patient throughout at 90 ppm. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer froze during a threshold test and had to reboot twice to restart during implant procedure. It was also reported following the ventricular threshold test the analyzer pen was held on the 10 volt icon to test for diaphragmatic pacing and it was then noticed that the screen appeared to be frozen. The screen was attempted to be closed but everything on the screen was frozen. The programmer was turned off using the switch at the back. The patient continued to be paced at 90 pulses per minute (ppm). When the programmer was turned back on and was restarted the screen was still frozen. The programmer was turned off once more and then turned back on. This time it was fine and the implant was finished. It was noted the programmer continued to pace the patient throughout at 90 ppm. The programmer was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Event description:
It was reported the programmer froze during a threshold test and had to reboot twice to restart during implant procedure. It was also reported following the ventricular threshold test the analyzer pen was held on the 10 volt icon to test for diaphragmatic pacing and it was then noticed that the screen appeared to be frozen. The screen was attempted to be closed but everything on the screen was frozen. The programmer was turned off using the switch at the back. The patient continued to be paced at 90 pulses per minute (ppm). When the programmer was turned back on and was restarted the screen was still frozen. The programmer was turned off once more and then turned back on. This time it was fine and the implant was finished. It was noted the programmer continued to pace the patient throughout at 90 ppm. The programmer was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm or reproduce the reported event. Analysis did find that no stylus was sent with the programmer.